Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/1/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Due to the (B)(6) 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes ( evaluation codes) will be added until the biosense webster system is also updated. (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The white hub from the preface sheath completed separated. There was very minimal blood that exited the sheath (approximately 2-3 ml). The physician was actually able to reconnect the hub very quickly with no trouble and resumed the procedure without replacing the sheath. He drew back about 10 ml of blood with a syringe to clarify there was no clot formation and then flushed the catheter. The procedure was completed with no patient consequence. Since it was reported that the brim cap detached, this event has been assessed as a reportable malfunction as there is potential for bleeding or air embolism that might require additional intervention to prevent serious injury or death.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface sheath. The white hub from the preface sheath completed separated. There was very minimal blood that exited the sheath (approximately 2-3 ml). The physician was actually able to reconnect the hub very quickly with no trouble and resumed the procedure without replacing the sheath. He drew back about 10 ml of blood with a syringe to clarify there was no clot formation and then flushed the catheter. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Brim cap was received snapped to the unit. A functional analysis was performed introducing a lab sampler vessel dilator several times through the sheath and the brim cap. During the functional test brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. In addition, the brim cap and ring hub outer and inner diameters were measured and were found within specifications. The device history record (DHR) cannot be reviewed due to no lot number was provided. The customer complaint cannot be confirmed.